Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited leakage during pretest. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6 codes: updated. One used device was returned for investigation. During visual inspection, there were no damages or anomalies observed. One (1) customer image was returned showing a cuff leak. During the functional testing, the cuff failed to inflate, and a leak was observed immediately after filling. A tear was observed on the cuff surface. The complaint of cuff leakage can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.